Event description:
The customer reported "failure to infuse pump b" on the paperwork sent with the pump. It is not known if the failure code occurred while infusing. Info regarding medication involved, product codes and lot numbers of the IV set and bag and the programmed settings were requested, but none was obtained. The cutomer reported that no pt injury was reported on this pump since the last baxter service event.